Event description:
It was reported that a spectrum pump failed downstream occlusion test in the biomed service department with values of 19. 32, 20. 07, and 21. 2 psi (pounds per square inch) with normal range of 7-19 psi. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not reproduce the reported failed downstream occlusion test. The device was sent to flow lines for downstream occlusion and it passed the force sensor scale factor calibration was within device specifications. A review of the event history log found downstream occlusion alarms. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.